Event description:
This is to inform you that ge healthcare received a complaint from (B)(6) hospital, in (B)(6), where a ge service employee was reported to have sustained a broken finger while servicing a philips CT system on (B)(6) 2014. It was confirmed that there was no ge healthcare system involved that caused or contributed to the event. It was also reported that there was potentially a failure of the philips brilliance 64-slice CT during that event. The CT system involved is not manufactured, imported nor distributed by ge healthcare. Communication was received from the OEM, on 5aug2014, from (B)(6) (CT quality affairs post-market surveillance reportable complaint investigator; philips healthcare) indicating she was aware of the event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).